Event description:
It was reported that patient underwent a spinal cord stimulator lead addition procedure to cover the pain on upper left cheek and left jaw. The patient was doing well post operatively.